Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor and motor position encoder error. The customer's blood glucose reading was 364 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery and e70 alarm was confirmed in the history file. The insulin pump was also alarmed during basic occlusion test and prime test due to faulty force sensor resistor. Unable to perform excessive no delivery test and occlusion test due to motor error alarm during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed displacement test, operating currents, self-test and off no power test. The insulin pump had minor scratched display window, cracked case at the display window corner and cracked reservoir tube lip.